Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV fluid (dextrose 5%) was observed running rapidly through the drip chamber. Earlier in the day at 10 am the patient received a fluid bolus, thereafter the expected rate was 125 ml/hr. The user engaged the roller clamp when the event was discovered, and stated no bag or line changes, or module door opening occurred prior to the event. No patient harm was reported.